Manufacturer narrative:
The sample associated to this report is expected to be returned. If significant info is identified during the sample investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The company received a report that during pt use, air leakage occurred. The source of the leak was not identified. Replacement of the tube was required. The tube was replaced without incident.